Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements greater than 3000 ohms and noise for both the right atrial (ra) lead and right ventricular (rv) lead which triggered a lead safety switch. It was noted that the noise was first noticed 7 months after the implant of the leads. Additionally, it was noted that chest x rays were performed and leads positioned looked correct. It was noted that there was no pacing inhibition and that the patient has a sinus rhythm. Technical services (ts) was consulted and discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received both the ra lead and the rv were fracture. The leads were explanted and replaced. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements greater than 3000 ohms and noise for both the right atrial (ra) lead and right ventricular (rv) lead which triggered a lead safety switch. It was noted that the noise was first noticed 7 months after the implant of the leads. Additionally, it was noted that chest x rays were performed and leads positioned looked correct. It was noted that there was no pacing inhibition and that the patient has a sinus rhythm. Technical services (ts) was consulted and discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements greater than 3000 ohms and noise for both the right atrial (ra) lead and right ventricular (rv) lead which triggered a lead safety switch. It was noted that the noise was first noticed 7 months after the implant of the leads. Additionally, it was noted that chest x rays were performed and leads positioned looked correct. It was noted that there was no pacing inhibition and that the patient has a sinus rhythm. Technical services (ts) was consulted and discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.